Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from switch button one (sw1) and the bending section cover (a-rubber). Subsequently, the materials were not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the additional evaluation findings were as follows: foreign material was found on the universal cord, due to a dent on switch #1 water tightness was lost, the air/water cylinder and suction cylinder had no color, switch #3 had a cut, the scope connector case unit had scratch, the label on the scope connector was peeled, due to a pinhole on the bending section cover, water tightness was lost, due to a burn on the plastic distal end cover, insulation resistance at the distal end did not meet standard value, the image guide protector was damaged, due to breakage of the light guide bundle, illumination was poor, the objective lens had a scratch, the light guide lens had a crack, and the bending tube was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope's instrument channel was blocked. The device was returned for evaluation. During the device evaluation, it was found that the connecting tube and bending section cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The supplemental medwatch reported the device had foreign material stuck in the device. However, the device was returned without complete reprocessing steps. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.